Manufacturer narrative:
Complaint not confirmed, the impactor head did not break off but had a very small deformation. The cause of the deformation is likely to be user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during shoulder surgery the blue part at the front broke off inside the patient. It was removed from patient and the surgery was finished successfully with the same device was used anyway. No harm for patient, operator or third party was reported. It was not necessary to switch the surgical technique or do a second surgery.